Event description:
A caller reported an accidental delivery of too much insulin when they found their pump was actively filling tubing. The customer did lose consciousness due to their blood glucose level, but specific values were unknown. Despite this, there was no injury, and the customer consumed candy, orange juice, and a banana to address the low blood glucose. Technical support advised the caller to always follow pump prompts to prevent future issues and recommended monitoring blood glucose and consulting a healthcare provider if necessary. The caller understood and acknowledged these instructions.